Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to bacterial infection. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The crt-d was explanted.